Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging due to patient's complex anatomy. A triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. Another clip was implanted to stabilize the slda clip. The tr was reduced to grade 2-3 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to a combination of patient morphology/pathology and procedural factors due to difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.